Event description:
It was reported that the patient had over 200 pacemaker mediated tachycardia (pmt) episodes and 315 automatic mode switch (ams) episodes. The lead exhibited intermittent loss of atrial sensing due to diminished p-wave amplitudes. This caused slow response to atrial fibrillation, delayed ams, and potential for false rate branch classification if the patient developed ventricular tachycardia.

Manufacturer narrative:
Na